Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The physician aborted a superdimension enb case because the patient went into a-fib w/tachycardia and was coughing up purulent sputum after the bronch was introduced but before the superdimension guide catheter was introduced. If additional information is obtained a follow-up report will be submitted.